Event description:
Upon closing the patient, it was reported that a cap from the monopolar scissors was missing. Patient required a return to the operating room (or) for removal after tip was located by a computed tomography (CT) scan.what was the original intended procedure?total laparscopic hysterectomy with davinci assist.